Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. Two lesions were identified and treated in the left anterior descending (lad) artery. Target lesion 1 was 100% stenosed, the reference vessel diameter was 2.7mm and the lesion length was 18mm. Direct stenting was not attempted. A 2.75x20mm liberte stent was implanted. Residual stenosis was 2%. The procedure was technically successful. Target lesion 2 was 80% stenosed, the reference vessel diameter was 3.0mm and the lesion length was 22mm. A liberte 3.00x24mm stent was implanted. An additional procedure was performed in the target lesion; implantation of an additional liberte stent to treat a dissection. Residual stenosis was 0%. The procedure was technically successful. The patient was discharged eleven days after the index procedure. The patient was without angina or silent ischemia. Discharge medications were aspirin 100mg daily for an indefinite period and clopidogrel 75mg daily for twelve months.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.